Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed persistent low flow alarms. Although a specific cause for these findings could not be conclusively determined through this evaluation, the account stated that the low flows were due to compression in the mediastinum from an infectious source. A specific cause for the patient¿s infection and a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively determined. The submitted log files collectively contained data from 19feb2020 through 21feb2020. These files captured persistent low flow hazard alarms due to the estimated flow being frequently below the threshold of 2.5 lpm. These events were not associated with elevations in pump power or pi events. Despite the observed alarms, no other atypical events were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the files. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU lists all potential adverse events, including infection, that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU and patient handbook also provide care instructions regarding how to prevent infection as well as the suggested responses in the event of an infection. Additionally, the IFU explains that pump flow is estimated from pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, the hmii IFU and patient handbook describe all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had low flows that were unresolved with fluid intake and pump thrombosis was suspected. The cause of low flow alarms was compression in the mediastinum from infectious source. Echo results revealed a thrombus completely obstructing the cannula due to patient's left ventricular ejection fraction recovery and the patient was put on heparin. The patient had extreme shortness of breath (sob), hypotension, and lvad stenosis (partially clotted off cannula), and had to be moved to cardiovascular intensive care unit. Aortic valve (av) opening was present with native systolic contraction. The patient had aortic regurgitation that is less than or equal to mild in grade, and there was no evidence of an intracardiac thrombus. Chest CT revealed new fluid collection new fluid collection around the outflow cannula in the anterior mediastinum with increased mediastinal fat stranding. There was also a new anterior chest wall midline fluid collection which extended up to the skin surface from the lvad. These findings were concerning for mediastinal abscess with a cutaneous fistula. There was also bilateral pleural thickening with minimal right pleural effusion of indeterminate etiology. Abdominal CT showed that focal fluid surrounding the extra-abdominal/subcutaneous component of driveline along the right upper abdomen. This was nonspecific but can be seen in the setting of driveline infection. Patient symptoms include sob and hypoxia and malaise before becoming febrile on (B)(6) 2020. Treatment included tylenol and assessment for sepsis by sending blood cultures and performing imaging. The patient went to the operating room on (B)(6) 2020 for incision and drainage (I&d) of mediastinum and driveline. The patient was intubated (for anesthesia) and prepped. An incision was made along subxiphoid area. A pocket of fluid was drained. The area was debrided and washed. A wound vac was placed. The pocket was above the sternum. Pump thrombosis was assumed to be ruled out after transesophageal echocardiography. There were no further alarms and no out of range lab values. All concerns resolved after surgery.